Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump history. No damage was found to the battery compartment or battery cap. The battery cap met all specifications and was able to secure tightly to the pump with no visible yellow o -ring. The pump was powered on with the appropriate vibratory and audible alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with returned battery cap with no power loss or rebooting issues. No battery cap connection defects were observed. The pump cover was removed and there was no evidence of moisture or damage found to the battery flex or power circuit. The reported power issue was observed in the black box history but not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.